Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the patient's initial implant procedure on (B)(6) 2015, the new generator was showing "????" Intermittently at multiple sensitivity settings (3 through 5) for the heartbeat detection test. It was noted that the sensitivity of '3' was pulling up the correct heart rate some of the times. Additional information was received that, during the heart rate detection test during surgery, "*****" were seen first for a couple seconds and then it switched to "????" For 20 to 30 seconds then back to "*****" before a heartbeat reading was detected. It was also reported that a pre-surgical evaluation was performed with the patient but that the surgeon only took a reading with the patient in the supine position, and received an appropriate reading on the EKG. The pre-surgical evaluation results were not available for review. During the surgical heartbeat detection test, the device was programmed to the most sensitive setting (5) and the same result occurred with "*****" and then "????" For a long time. The generator output current was programmed off while attempting to detect heart rate as instructed, and the programming wand was held steadily over the generator without communication loss. The final device locations post-implant were the same as those determined through the pre-surgical evaluation. Additional information was received that diagnostics for this patient were normal. The programming system was unplugged from a wall outlet to prevent emi. The wand may have been pressing down on the generator during the detection test, which may have caused some communication issues, although this cannot be confirmed and the readings were successful for two other cases that same day. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient's generator may actually have been turned on during the implant procedure, which may have contributed to heartbeat detection functionality. No additional relevant information has been obtained to date.

Event description:
As a part of a field action, a company representative performed heartbeat testing for the patient's device with the permission of the physician. Initially, the patient's heartbeat detection function was confirmed to be faulty, with the patient's output current programmed off, resulting in "????" On the display. However, during troubleshooting, the patient's heart rate was verified to be detected by the generator both seated and standing at a sensitivity setting of 3. No additional relevant information has been received to date.

Event description:
Device manufacturing records were reviewed and found all specifications were met prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.